Event description:
Device appears to be undersensing intermittently on ventricular lead in stored episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).